Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a patient contracted peritonitis. Upon follow up, the patient¿s pd nurse reported that on (B)(6) 2019 the patient was experiencing abdominal pain. Subsequently, on (B)(6) 2019, the patient went to the outpatient pd clinic and a pd effluent culture was obtained (same day) which yielded an elevated white blood cell (wbc) and no organism growth. The patient was initiated on antibiotic therapy with ancef (1 gram) and fortaz (1 gram) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the peritonitis event. Per the nurse, the cause of the patient¿s peritonitis is unknown. However, the nurse reported that the patient did not experience any fluid leaks or any other issues with the stay safe cap or cycler or any other fresenius device/product in relation to the event. The patient continues pd therapy without any further reported issues.

Manufacturer narrative:
Correction: relevant lab dates should include: ((B)(6) 2019): pd effluent culture: no organism growth; elevated wbc. Correction: MFR narrative should include: clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set/ stay safe cap and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined and remains unknown. However, there is no objective evidence in the file that indicates a fresenius device malfunction or product deficiency caused or contributed to this event. Peritonitis is a well-documented complication in pd patients and can be as a result of many potential etiologies. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.